Manufacturer narrative:
H.6. Investigation: a video was provided showing the patient demonstrating the use of the safeclip. A pen needle cannot even be inserted into the device when it is in the open position. The patient also shakes the safeclip to demonstrate the number of needles in the device. This device has most likely been used a significant number of times, resulting in wear to the clip and material accumulating inside, which could prevent the safeclip from trimming needles or inserting them into the device altogether. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the video received, bd was able to confirm the customer¿s indicated failure of the safeclip not functioning. The root cause of the safeclip not trimming needles may be significant wear and accumulation of material over numerous uses.

Event description:
It was reported that 1 bd needle clipping device safe clip was not clipping or jammed. The following information was provided by the initial reporter : the customer reported that the needle does not enter the device and therefore does not make the corresponding cut.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : there is no expiration date for this product. Initial reporter phone# : (B)(6). Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd needle clipping device safe clip was not clipping or jammed. The following information was provided by the initial reporter : the customer reported that the needle does not enter the device and therefore does not make the corresponding cut.